Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
(Reference reg report: 1627487-2019-09808). (Reference reg report: 1627487-2019-09809). It was reported that the scs system was explanted due to the patient experiencing a shocking sensation. No further information is available at this time.